Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms. Evaluation did not reproduce the reported symptom, but found the lower fluid number for the upstream sensor to be below specification. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.